Event description:
Didn't cause any injuries [no adverse event] head came out in mouth with the pin...tiny silver pin...spat it out - oral-b [device breakage] . Case narrative: a mother reported via phone that the oral-b toothbrush head came out in her 10-year-old daughter's (female) mouth with the pin. She spat out the tiny silver pin. No injury was reported.

Manufacturer narrative:
Complained product will not be not available.